Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette leaked from the patient line. This occurred while priming the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to g1: vantive healthcare - mountain home 1900 n highway 201 mountain home ar 72653 united states. Previously submitted as: vantive healthcare - dominican republic piisa industrial park antigua carretera sanchez km 18 1/2 haina, san cristobal 91000 dominican republic. H11: during follow up, it was clarified that the leak occurred at the top of the patient line, by the cap. The exit of sterile priming fluid from the vented-capped end, or, the uncapped end, of the patient line will not cause or contribute to harm. This is analogous to the harmless common clinical practice of over-priming intravascular lines prior to connection to the access site. Refer to rationale from medical doctor contained in (B)(4). Should additional relevant information become available, a supplemental report will be submitted.